Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported his cycler alarmed for air detected in the cassette and other alarms. He discontinued treatment without completing. When he removed the set he found fluid had leaked. He was advised to contact his pd nurse. The set was discarded. During follow up the patient reported he had clear effluent. He had no complications. He had contacted his pd nurse and prophylactic antibiotics were prescribed.